Manufacturer narrative:
The vela main pcba was received by vyaire and an investigation performed. The reported problem was confirmed and duplicated. The root cause of failure was attributed to the auto-zero solenoids.

Manufacturer narrative:
Vyaire file identification number (B)(4). The customer was requested to return the device for investigation. To date, the device has not been received.

Event description:
A customer reported to vyaire that their vela ventilator stopped ventilating 2 minutes after being powered on and a xdcr fault (transducer fault) alarm was generated. The customer reported that there was no patient involvement associated with the event.